Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing shell, red particles material found on the shell and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified smooth broken crease, stress marks and wear abrasion. Based on the device analysis the final assessment is: a smooth edge broken crease on the radius, assessed as fold flaw opening and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.